Manufacturer narrative:
Final device analysis for lead (unk lot) revealed that there was a stylet insertion anomaly related to orientation. During the analysis, when the lead was relaxed, the stylet was unable to be inserted. The stylet could be inserted if the electrode area was held straight or if the stylet was rotated during insertion.

Event description:
It was reported that there was an issue putting the stylet back in the lead. The patient outcome after the surgery was normal, and it was reported that the patient status was fine.